Event description:
It was reported that the during visit for normal scheduled education on the cardiosave intra-aortic balloon pump (iabp) customer mentioned there may have an alarm tone while the pump was off and charging in storage. The customer was unable to duplicate the error. The pump was powered-up for self test multiple times during my visit and prior and no alarms or unusual noises were noted. Customer agreed to continue to monitor and planned to report to her biomed for discussion. There was no patient involvement .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue; however, as a precautionary measure the fse replaced the safety disk, and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.